Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), embedded device ('partial protrusion of essure into endometrium on left side'), device dislocation ('migration') and blood loss anaemia ('anemia') in a (B)(6) female patient who had essure (ess205) (batch no. 12237618 - not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she underwent essure confirmation test. Current weight (B)(6). Concurrent conditions included morbid obesity. Concomitant products included iron since 2014 for anemia and oral contraceptive nos since 2003 for contraception. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced genital haemorrhage ("abnormal bleeding (genereal) heavy bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pain: pelvic/around where my ovary is") and menstruation irregular ("irregular periods") and was found to have weight increased ("weight gain"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia"), dry skin ("dry patches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and rash ("rashes or skin condition"). In 2013, the patient experienced headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant) and blood loss anaemia (seriousness criterion medically significant), 10 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and menometrorrhagia ("menometrorrhagia") and was found to have weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the perforation and device dislocation outcome was unknown and the embedded device, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dry skin, headache, bladder disorder, weight increased, migraine, pelvic pain, menstruation irregular, fatigue, menometrorrhagia, urinary tract disorder, blood loss anaemia, dysmenorrhoea, rash and weight decreased had not resolved. The reporter considered bladder disorder, blood loss anaemia, device dislocation, dry skin, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstruation irregular, migraine, pelvic pain, perforation, rash, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She had your essure (or any part of the device) removed. Discrepancy in essure insertion date: (B)(6) 2003. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Ultrasound scan - on (B)(6) 2014: results: protrusion into endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: events added: perforation and migration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), embedded device ('partial protrusion of essure into endometrium on left side'), device dislocation ('migration') and blood loss anaemia ('anemia') in a 27-year-old female patient who had essure (ess205) (batch no. 12237618) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *she underwent essure confirmation test. Current weight 274 lbs. Concurrent conditions included morbid obesity. Concomitant products included iron since 2014 for anemia and oral contraceptive nos since 2003 for contraception. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced genital haemorrhage ("abnormal bleeding (genereal) heavy bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pain: pelvic/around where my ovary is") and menstruation irregular ("irregular periods") and was found to have weight increased ("weight gain"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia"), dry skin ("dry patches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and rash ("rashes or skin condition"). In 2013, the patient experienced headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant) and blood loss anaemia (seriousness criterion medically significant), 10 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and menometrorrhagia ("menometrorrhagia") and was found to have weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the perforation and device dislocation outcome was unknown and the embedded device, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dry skin, headache, bladder disorder, weight increased, migraine, pelvic pain, menstruation irregular, fatigue, menometrorrhagia, urinary tract disorder, blood loss anaemia, dysmenorrhoea, rash and weight decreased had not resolved. The reporter considered bladder disorder, blood loss anaemia, device dislocation, dry skin, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstruation irregular, migraine, pelvic pain, perforation, rash, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She had your essure (or any part of the device) removed. Discrepancy in essure insertion date: (B)(6) 2003. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Ultrasound scan - on (B)(6) 2014: results: protrusion into endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.